Event description:
The company reported, "when customer turns vent on, the vent goes vent inop". Subsequent information received from a respiratory therapist from the company stated, "the event occurred while connected to patient. Patient called, stated her vent was alarming. Upon arriving, I checked the vent. The alarm was constant and would not silence. The vent inop light was on. The external battery had been charged less than 2 hours earlier. The vent was functioning properly when plugged into ac power. No allegation of patient harm. Inop alarm was activated".